Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing due to myopotentials. This oversensing inhibited pacing. The device was reprogrammed. There were no patient consequences.